Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, an 18mm amplatzer septal occluder (aso) was implanted under angiographic guidance without complication. The defect measured 18mm on tee and 17.6mm by angio. Per report, a few hours post-procedure the patient was diagnosed with pericardial tamponade following deterioration in hemodynamics. The patient was referred for surgery where the tamponade was addressed and the aso was explanted. Per report, the patient is recovering.

Manufacturer narrative:
Describe event or problem -- updated. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Per report, the patient had a deficient aortic rim and slightly attenuated svc rim. Approximately eight hours post-procedure the patient became tachycardic and hypotensive and was diagnosed with pericardial effusion and tamponade. Erosion in the right atrium and aortic root was observed and was repaired surgically. The patient is recovering. This event was reviewed by the st. Jude medical erosion board and confirmed that erosion occurred.